Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device constantly fails the auto-tests and sometimes fails the opchecks. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench technician evaluated the device and determined that the device failed operational check due to malfunction of capacitance assy. The capacitance assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of capacitance assy. Further root cause analysis could not be determined. The reported problem was confirmed.